Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The device was returned for analysis and has been evaluated. The customer's reported problem was confirmed. The event history log review displayed "cassette not attached properly". Visual and functional testing were performed. The tamper seal was observed to be damaged. The lens were damaged and the downstream occlusion sensor (dso) seal had bubbles. The customer reported event was caused by a contaminated dso sensor from fluid intrusion. No actions were taken for the primary concern reported; however, the dso sensor was replaced.

Event description:
It was reported that the device alarmed that the cassette was not attached. There was no patient injury reported.